Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint. Root cause: insufficient information. Source: social media.

Event description:
Reporting 1 false positive sars patient result of unknown symptomatic status. Customer communicated the result was confirmed negative by another rapid antigen and pcr. Customer tested themselves 2 times with the same positive result (report 2 of 2 results).